Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that several attempts were made to cross the mildly calcified and tortuous proximal right coronary artery with the 1.5x15 mm mini trek via the radial access site, but the mini trek was unable to cross the lesion due to the anatomy. After the failure to cross, the shaft of the mini trek was found separated in two pieces outside the anatomy. Another same size mini trek was used to complete the procedure. No additional information was provided.